Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated he has been having issues with his lower back that started about a year ago. The patient stated he has fallen a few times. The patient stated even if the ins is off he still feels "residual power". The patient stated he cannot physically fell anything when the stimulation if off, but notices when the ins battery dies. The patient stated "there is always some sort of power going to the nerves". No further complications were reported. No additional patient symptoms were reported.